Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that the device was shredding grafts. The grafts were either too thick or too thin. Additional clinical information determined that the reported issue occurred during surgery and a patient was involved in the event. It was stated that there was patient harm/injury and impact/damage to the graft harvest associated with the report, wherein the patient had multiple sites for a donor skin graft due to the shredding of grafts to adequately cover the wound. It was clarified that many pieces of graft were unusable due to the shredding and the dermatomes shredded the graft and cut deeper and thicker then set, additional sites were harvested that were not planned for the patient. It was confirmed that three different dermatomes ((B)(4)) were used in this case and the surgery was completed with a delay of about 20-30 minutes, while the patient was under anesthesia. No medical intervention/additional surgical procedure was required in the event.

Manufacturer narrative:
The device is 24 months old and was not previously returned for service. It was initially reported that the device was shredding grafts and the grafts were either too thin or thick. Customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer returned a hose, width plates and screw driver for evaluation. Quality evaluation revealed minor wear to the control bar and head. There were no visible issues with the hose and the 3" width plate exhibited signs of over-tightening and was of an older style. The master blade was flush with the control bar. The device was tested and found to be within motor speed specifications with both the customer hose and the test hose. The repair technician noted that prior to repair, the head and the control bar had nicks on the leading edge, the control bar was flush with the master blade, the 3" and 4" width plates were nicked and the swivel "o" ring was damaged. The device operated within motor speed specifications and met calibration and side to side specifications at all tested thickness settings. Repair of the device included replacement of the 3" and 4" width plates, machined head, motor sleeve, poppet spring and standard repair parts. The customer's reported event was not able to be reproduced. Testing revealed that the device was within calibration at all settings and the device was also within speed specifications. The master blade was found to be flush against the control bar as well. As the reported event referenced both too thin and thick grafts, there is the potential that the user was applying inconsistent force to the device during the procedure. The unit should be guided forward using a slight downward pressure to ensure that the cutting edge remains continuously firmly in contact with the donor site. The device was repaired and returned to the customer. There are no recommended actions at this time.